Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/30/2014)-device evaluation: the meter, usb cord and ac adapter involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the usb cord and ac adapter passed all testing with no faults found. The alleged meter issue could not be duplicated. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. In addition, if lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter was not holding a charge even after being charged all night. The complaint was classified based on the customer care advocate (cca) documentation as well as from additional questions obtained from the patient¿s wife/ reporter on (B)(6) 2013. The patient reported the alleged issue had been recurring since the first use of the meter, 4 months prior to contacting lfs. The patient reported using self adjusting insulin to manage his diabetes. The reporter stated the patient usually tests once a day, time of day varies with each day. The reporter stated the patient uses a combination of humalog and lantus to manage his diabetes based on blood glucose readings. The reporter stated the humalog was on a sliding scale but was not taken every day, however, the lantus also on a sliding scale, was taken before dinner. The reporter stated the patient¿s usual readings vary from ¿7.0-28.0mmol/l.¿ the patient reported in response to not being able to test on the subject meter, he estimated how much insulin to take. The reporter stated the patient developed symptoms of ¿shaking, sweating, and general sense of feeling unwell.¿ the reporter stated in response to the readings he had juice as treatment and symptoms were relieved within 1-1.5 hours. The reporter confirmed the patient was not treated by a healthcare professional for an acute complication of diabetes. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca discovered the battery did not need to be charged based on the battery usage. Replacement products were sent to the patient. This complaint is being reported because the patient and reporter claim due to the alleged issue, the patient was unable to control his blood glucose adequately and developed symptoms suggestive of hypoglycemia which required self treatment to prevent additional injury.